Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report high blood glucose levels. Customer stated that her high blood glucose levels are a result of a bladder infection. Customer stated she also received a threshold suspend alert. Customer's blood glucose reading was 565 mg/dl. Nothing further reported.